Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with two ultrafilter 9000¿s, cracks on the devices were observed which resulted in fluid leaks. It was reported that one of the filters had a hairline fracture with a crack on the top which resulted in fluid leaking onto the tray which caused the machine to shut down. The other filter had a ¿major crack¿ and flooded the tray. There was no report of patient injury or medical intervention associated with this event. No additional information is available.